Manufacturer narrative:
Unit received with unresponsive buttons due to corroded keypad traces. No button error alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. (B)(4).

Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 187 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.